Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with complaints of discomfort related to inappropriate extracardiac stimulation. Upon interrogation, undersensing and loss of capture were observed on the right ventricular (rv) lead. The physician deactivated low voltage therapy and high voltage defibrillation therapy to prevent inappropriate therapy from being delivered. An x-ray was performed and the rv lead appeared to have perforated the right ventricle. Additionally, an echocardiograph was performed and no pericardial effusion was observed. The rv lead was repositioned to resolve the event and the patient was in stable condition.